Manufacturer narrative:
Upon review, this issue was determined to be reportable as an MDR.

Event description:
Iconnect access is a zero-footprint, zero-download dicom and xds viewer that provides diagnostic quality image review for referring physicians. By providing easy access to images and content, iconnect access benefits providers by providing quality service levels to referring physicians. Currently the patient comparison strategy used in the image sharing solution is pid (patient ID)+ipid (issuer of patient ID). The result of this is that when two separate patients who have the same pid are merged in the holding pen, specifically the demographics on the first exam uploaded are updated to the demographics on the second exam uploaded. Scenario: a user with administrative system privileges, (B)(6) uploads exam 1 for patient (B)(6) (with additional demographics), (B)(6). A user with the proper credentials can search for (B)(6) and find exam 1 with the demographics that were associated with the exam when (B)(6) uploaded the exam. (B)(6) now uploads exam 2 for (B)(6) (with additional demographics), (B)(6). Desired behavior: (B)(6) can search for (B)(6) and find exam 2 and search for (B)(6) and find exam 1. It is understood and accepted in the industry that variations in the search terms will impact the accuracy and completeness of the search, e.g. Searching for (B)(6) would return exam 1 while searching for (B)(6) would not find exam 1. Actual behavior: if (B)(6) searches for (B)(6), the system will return both exam 1 and exam 2. And if (B)(6) searches for (B)(6), the system will return no results. Note that this issue only arises when two (or more) exams have been imported that have the same ipid / pid combinations, and the second exam is uploaded before the first exam has been reconciled against a patient in the archive or against an order. Both customers, (B)(6), who are aware of this behavior have stated that it is not acceptable and that they require a change to be made to the system to obtain the desired behavior. This issue was discovered first by (B)(6) which communicated this issue to (B)(6). While discussions around this solution are ongoing with (B)(6), (B)(6) has indicated that they view this as potentially impacting patient care that needs to be corrected as soon as possible.